Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 12/4/2020. H.6. Investigation: customer returned one (1) loose 0.3ml bd insulin syringe. Consumer reported when removed needle shield the needle assembly came off with shield. The returned syringe was examined, and it was observed that the needle hub/shield assembly was properly attached to the barrel. Removing the cannula shield did not result in hub separation. Since no defects were observed, the alleged issue could not be confirmed. A review of the device history record was completed for batch# 0125308. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200893682] noted for out of spec shield pull.

Event description:
It was reported that an unspecified number of bd insulin syringe with bd ultra-fine¿ needles experienced hub separation from the device during use. The following information was provided by the initial reporter: consumer reported found 4-5 syringes when removed needle shield the needle assembly came off with shield. Lot #0125308. Catalog# 328438, date of event (B)(6) 2020 = 2 syringes and others were unknown dates.

Event description:
It was reported that an unspecified number of bd insulin syringe with bd ultra-fine¿ needles experienced hub separation from the device during use. The following information was provided by the initial reporter: consumer reported found 4-5 syringes when removed needle shield the needle. Assembly came off with shield. Lot #0125308. Catalog# 328438. Date of event (B)(6) 2020 = 2 syringes and others were unknown dates.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of (B)(6) 2020 therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 0125308. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200893682] noted for out of spec shield pull.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of bd insulin syringe with bd ultra-fine¿ needles experienced hub separation from the device during use. The following information was provided by the initial reporter: consumer reported found 4-5 syringes when removed needle shield the needle assembly came off with shield. Lot # 0125308, catalog# 328438, date of event: (B)(6) 2020. 2 syringes and others were unknown dates.